Manufacturer narrative:
The pt's diagnostic catheterization revealed an 80% ostial lesion in the diagonal branch, two lesions in the lad - a 99% lesion and an 80% lesion just distal which are both heavily calcified, and a 40% lesion in the right coronary artery (rca). The physician then decided to proceed with an intervention of the lad. Rotablator was done using a 1.25 mm burr. The pt became bradycardic requiring medication - atropine one (1) amp. A 1.75 mm rotablator burr was then used. The flow to the lad was compromised and the pt became symptomatic with chest pain and st elevation. A 3.0 x 12 mm voyager balloon was then inflated to 20 atm. And then 10 atm. Flow was re-established to the proximal lad, but was still decreased distally. A 1.5x2.5 mm voyager balloon was placed distally and inflated to 14 atm for 27 sec. Timi 3 flow was restored to the entire vessel and the ECG changes resolved. A cypher 2.5x18 mm stent was placed in the more distal lesion at 11 atm for 20 sec. An add'l cypher 2.5x23 mm stent was deployed proximally at 18 atm. The proximal stent was post-dilated with a 2.0x8 mm powersail balloon at 20 atm. Angiography demonstrated an excellent result with preservation of the diagonal branch. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two prods used during the same procedure. Please reference MFR report # 3003742446-2007-00252 and # 3003742446-2007-00253.

Event description:
The report rec'd from the field indicated that the pt was found to have a 99% and an 80% heavily calcified lesions in the left anterior descending (lad) coronary artery and an 80% ostial occlusion of the diagonal branch. The physician decided to proceed with an interventional procedure for treatment. The lesion was first treated by rotablator. During this procedure, the flow to the vessel was compromised, and the pt had chest pain and st elevation of the ECG. The lesions were pre-dilated and two cypher stents - a 2.5x23 mm and a 2.5x18mm - were implanted successfully. The morning after the intervention, the pt complained of minor chest discomfort, mild nausea, and st segment elevation of the ECG and elevated cardiac enzymes were noted. Coronary angiography was done and the lad was noted to be totally occluded/thrombosed. The acute thrombosis was treated by balloon angioplasty and placement of an add'l cypher 2.75x13 mm stent proximal to the previously implanted proximal cypher stent. There was some residual thrombus that was left untreated. The pt was started on an integrilin drip.